Event description:
Reference number (B)(4) event occurred in china. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2026. The insertion site was in stomach. The infusion set was in use for few hours. The blood glucose level was 20 mmol/l and was hospitalized overnight for further treatment. No further information available.